Event description:
Patient contacted dexcom technical support on (B)(6) 2010, to report that he had experienced pain at the insertion site approximately 5 minutes after sensor deployment. Patient was unable to locate the sensor wire following removal of the sensor pod and believes that the sensor wire was retained in his arm. During a two-week follow-up call, patient stated that the insertion site is still painful and there has been no sign of the retained wire. Patient will be contacted by dexcom's in-house physician.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention. Patient was advised, per script, that in the rare instances when a possible broken sensor wire has occurred in the past, consulting physicians and surgeons have recommended not to remove the wire fragment from the skin as long as there are no symptoms of infection or inflammation. In the event that signs and/or symptoms of infection or inflammation arose, such as redness, swelling, or pain, patient was advised to consult his prescribing physician. Patient was further advised that if no portion of the sensor wire was visible above the skin, attempts to remove without medical guidance were not advised.